Event description:
A malfunction on the pump was reported by the caller, but there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was ¿malf 0,¿ which was resettable. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which the caller acknowledged and understood.